Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was missing software. The programmer¿s hard drive was replaced. It was also indicated that the power cord bay was broken and that the cursor did not align with the stylus at the bottom of the display screen. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while updating the programmer's software, all of the device applications were deleted and the programmer was unable to be used. The programmer was returned for service. There was no patient involvement.